Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, the user reported persistent high blood glucose (bg) levels above 400 mg/dl for 30 hours following a factory reset performed with their trainer. Review of reports revealed the user had incorrectly entered their weight as 22 lbs, resulting in minimal correction boluses. The agent assisted the user in updating the correct weight and advised allowing time for the ilet to self-correct. The user had moderate ketones and had already consulted their healthcare provider (hcp), who confirmed the user was stable. The highest blood glucose (bg) recorded was 550 mg/dl. Bg was corrected after updating the weight in the ilet. The user's reported symptoms during the event included shortness of breath and a mild headache. No medical intervention was required at the time of call.